Manufacturer narrative:
This is the second of two reports for the same patient, involving two lot numbers of the same product; it is unknown which one contributed to the event. This report is for lot number 31096381. Unopened product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by an eye care provider via a product return from on 22dec2016, a consumer experienced irritation/comfort issue, conjunctivitis, red eye, keratitis, infiltrates and infection. No additional information was provided at the time of this report. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
(B)(4).